Event description:
Device malfunction: none. Symptoms/ae: pain. Time of symptoms/ae: post procedure. The pt reported that immediately following arteriotomy closure with a starclose device, pain was felt. The pt has constant pain since the procedure, making it difficult to sit for long periods of time. An ultrasound, MRI and emg have been completed, but no cause for the pain was found. Tests for allergies were negative. The pt has received prednisone and neurontin for the pain. Though requested, no additional info has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.